Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on saturday, (B)(6) 2024 the insulin pump was reading 600 mg/dl and the pump stopped working."

Event description:
On saturday (B)(6) 2024, according to the patient the "pump was reading 600 mg/dl, and the pump stopped working". Most likely this would have been a blood glucose reading as they pump is limited to display the cgm readings which cannot read higher than 400 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that unspecified malfunction occurred. The sensor was inserted into the arm. On 09/28/2024, the patient reported that on approximately 09/22/2024, they experienced an unspecified malfunction which occurred an unspecified day after the sensor had been inserted in the arm. On friday, 09/20/2024 the continuous glucose monitor (cgm) reading was high and the patient contacted tandem technical support to report that her pump malfunctioned three times. On saturday, 09/22/2024 the insulin pump was reading 600 mg/dl and the pump stopped working. Then the patient lost consciousness and was unconscious on the floor when her husband found her. The husband contacted 911. When the 911 staff arrived they took a bg reading but no value was reported as the patient didn't remember the value. The patient was taken to the hospital. Once the patient arrived at the hospital she was still unconscious. There they took a bg reading which was still high (no values reported). After approximately one hour or less the patient regained consciousness. The patient was treated with insulin and intravenous (IV) fluids (not documented who treated the patient). The patient was transferred to the intensive care unit (ICU) and diagnosed with diabetic ketoacidosis. The patient was hospitalized for one week. It was reported that the patient had a kidney transplant. At the time of the report the patient was still hospitalized and feeling nauseous, had headache, and was thirsty. At that point the bg reading was 358 mg/dl taken by a nurse. It was reported that the patient was advised to be taken to a home health agency once she will be discharged from the hospital. The patient reported that the event occurred due to a pump malfunction. At the time of the follow up on (B)(6) 2024 the patient was at home and discharged 2 days ago from the hospital (not related to dexcom as she was hospitalized due to a heart attack). No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.